Event description:
It was reported to resmed that a patient allegedly found mold inside the quietair foam of an f20 quietair elbow. The patient reported to have experienced headache, difficulty breathing when wearing the mask, feeling thirsty, tired and frequent trips to the toilet. It was reported the patient did not seek medical attention due to the reported issue.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. The airfit f20 user guide provides daily/after each use and weekly cleaning and maintenance instructions. The user guide provides the following warning: - ¿regularly clean your mask and its components to maintain the quality of your mask and to prevent the growth of germs that can adversely affect your health.¿ the user guide also provides the following warning: - the mask must be fitted with the supplied elbow (containing the valve and vent assembly) to ensure safe and functional usage unless otherwise specified. Do not use the mask if the valve or vent assembly is damaged or missing. The elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. Discontinue using this mask if you have any adverse reaction to the use of the mask, and consult your physician or sleep therapist.¿ resmed reference#: (B)(4). Pending investigation.

Manufacturer narrative:
The f20 quietair elbow was returned to resmed for an investigation. Based on all available evidence, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The airfit f20 user guide provides daily/after each use and weekly cleaning and maintenance instructions. The user guide provides the following warning: ¿regularly clean your mask and its components to maintain the quality of your mask and to prevent the growth of germs that can adversely affect your health.¿ the user guide also provides the following warning: - the mask must be fitted with the supplied elbow (containing the valve and vent assembly) to ensure safe and functional usage unless otherwise specified. Do not use the mask if the valve or vent assembly is damaged or missing. The elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear. Discontinue using this mask if you have any adverse reaction to the use of the mask, and consult your physician or sleep therapist.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient allegedly found mold inside the quietair foam of an f20 quietair elbow. The patient reported to have experienced headache, difficulty breathing when wearing the mask, feeling thirsty, tired and frequent trips to the toilet. It was reported the patient did not seek medical attention due to the reported issue.